Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited battery depletion and an unexpected longevity of less than four years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.